Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, intermittent capture threshold, and noise. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2006; p1501dr implantable pulse generator (B)(6) 2006. (B)(4).